Manufacturer narrative:
Updated fields: d8, h2, h3, h4, h6, h11 corrected fields: e1- address e1 - address 1-, (B)(6) this supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the colonovideoscope had error e315 (incompatible scope) during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.